Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea likely related to the reported head trauma. Further, the implant housing migrated from its intended position. Reportedly a complete insertion of the electrode was not achieved at implantation surgery with one channel remaining extra-cochlear. In addition, in situ measurements before the head trauma show several channels with hi status due to undetermined reasons. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The mother reported a blow to the head from jumping out of bed. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device was affected. The mother reported a blow to the head from jumping out of bed. Revision surgery to re-insert the electrode is considered.